Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window, broken battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display was scratched and difficult to read. The customer did not recall the blood glucose reading or how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.